Event description:
During dilationa, curettage, and endometrial ablation by novasure - the device was inserted into the endometrial cavity and the device would not open after several attempts. No injury to the patient.